Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional/corrected information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient underwent initial tha approximately 4 months ago. After surgeon implanted the acetabular cup, he experienced issues with seating the liner. Surgeon attempted multiple times to seat liner resulting in using another product liner. Surgery was delayed more than 30 minutes and blood loss increased 1 unit . No additional patient consequences were reported. Attempts to obtain additional information have been made; however, no more is available.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Through visual inspection of device, complaint was confirmed as visual inspection noted the liner exhibited damage to the recessed areas and witness marks are seen on the outer diameter of the liner. Review of the device history records for the reported devices identified no deviations or anomalies. The most likely cause of the event is due to misalignment of the liner during the liner insertion; however, root cause of misalignment is unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: item#: 14-103646 universal 2 hole shell 46 mm lot# 205240. (B)(6). Delay in surgery over 30 minutes.

Event description:
It was reported that patient underwent initial tha approximately 4 months ago. After surgeon implanted the acetabular cup, he experienced issues with seating the liner. Surgeon attempted multiple times to seat liner resulting in using another product liner. Surgery was delayed more than 30 minutes. No additional patient consequences were reported. Attempts to obtain additional information have been made; however, no more is available.